Event description:
A letter dated 4/7/97 was rec'd by co on 4/16/97 in which it was reported that in march 97, the pt developed flu-like symptoms. The pt reported being hospitalized for 4 days, with a diagnosis of toxic shock syndrome. The pt was allegedly using super absorbency menstrual tampons when she became ill. The pt recovered from her illness with no known residual effects.